Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced an infection at the abutment site . Subsequently, the patient underwent revision surgery on (B)(6) 2018, in order to convert the patient to a subcutaneous baha implant system. During the procedure, the abutment was removed and a magnet was placed on the internal fixture.